Event description:
The caller alleged discrepant results when repeated with inratio. The results are as follows: 5.8, 2.9, 2.6, and 5.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated the inr ratio. The results are as follows: 5.8, 2.9, 2.6, and 5.9. Average 4.3, stdev 1.79, %cv 41.73. The value is greater than 20% the criterion is not met as per internal procedure rev 2. The product will be tested. The pt's dosage of coumadin was changed. This is an adverse event.